Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please also refer to section b5 for the updated event description as clarified during the follow-up. Reported event noted the plastic distal end cover was burnt, however, it was clarified. Clarification: there was no event of ¿plastic distal end cover burnt¿ as confirmed during the follow up. The reported issue was that ¿the subject device, during inspection was found with defects of ¿angulation not to specification, no insufflation, nozzle missing, and rubber in poor condition.¿ device inspection had no observation of ¿distal end cover burnt¿ and there was no patient involvement. Device evaluation and inspection revealed the distal end cap was scratched, light guide cover scratched, and bending cover is in poor condition. Additionally, inspection found angulation (angle and orientation achieved up/down/right/left) are not within the standard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the issue cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection the colonovideoscope was found with defects of angulation not to specification, no insufflation, nozzle missing, and rubber in poor condition. There was no patient involvement.